Manufacturer narrative:
Beckman coulter customer technical support (cts) remotely assisted the customer with the au5800 chemistry analyzer and found that no contamination parameters were programmed for tacromilus on the instrument. Cts guided the customer on how to configure the positioning of tacromilus and microalbumin, to avoid any cross contamination. Cts advised the customer to run a w2, photocal, calibrate, qc (quality control) and run a linearity test. No further issues were reported. No hardware parts were replaced. The probable cause is unknown. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of two (2) false high tacrolimus patient results on their au5800 clinical chemistry analyzer. The customer stated that the dosage for one patient was lowered due to the false results. A sample was tested after treatment with results that were similar and acceptable. Although several attempts were made to contact the customer for event details. No further information was provided. The customer did not provide patient demographics. The customer provided data for one patient sample.